Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a tech trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, resistance was met during device removal. Following the instructions for use, a dilator was inserted into the access ports unlocking the clip delivery tubeset and the thumb advancer enabling them to be retracted proximally, which released the device from the tissue tract. Manual compression was applied for ten minutes to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not completed.